Manufacturer narrative:
Visual inspection showed the tulip was confirmed separated from the screw shank. Manufacturing records for this product were reviewed and no anomalies were found. Conclusion: the probable root cause is not determined.

Event description:
It was reported that; during surgery while placing in a t1 pedicle screw with a custom ratcheting screw driver, an oasys screw tulip head broke off. The screw holes were prepared with a gear shift and a tap and the patient had good bone quality. The surgeon used a vice grip to remove the screw and all broken fragments were retrieved. The same size screw used was to successfully complete the surgery. There was 40 minutes surgical delay. There were no adverse consequences to the patient.

Event description:
It was reported that; during surgery while placing in a t1 pedicle screw with a custom ratcheting screw driver, an oasys screw tulip head broke off. The screw holes were prepared with a gear shift and a tap and the patient had good bone quality. The surgeon used a vice grip to remove the screw and all broken fragments were retrieved. The same size screw used was to successfully complete the surgery. There was 40 minutes surgical delay. There were no adverse consequences to the patient.